Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('both sides of my abdomen') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter in 2008, heart attack, chronic heart failure, high cholesterol, hypertension, vaginal hysterectomy, chronic cervicitis and endosalpingiosis. Previously administered products included for an unreported indication: mirena from 2010 to 2011, glucophage, synthroid, lipitor, lisinopril, plavix, aspirin and isosorbide mononitrate. Concurrent conditions included diabetes. Concomitant products included levothyroxine sodium (synthroid) since 2008. In 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: in pfs it was mentioned that essure was not removed & in mr mentioned vaginal hysterectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successful fallopian occlusion. Pathology test - on (B)(6) 2014: final diagnosis: uterus, hysterectomy: cervix; focal chronic cervicitis. No dysplasia or neoplasia is identified. Endometrium: mid secretory pattern. No hyperplasia or neoplasia are identified. Myometrium: no significant pathologic changes. Serosa: focal sub serosal calcification and endosalpingiosis. No neoplasm is identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming: menorrhagia. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Case became incident. Previously reported event "injury to herself " updated to "abnormal bleeding (general)", events- ¿ abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, dyspareunia, abdominal pain¿ were added. Reporter information, lab data, severity, onset date, product information (essure removal date), medical history and concomitant condition added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.